Manufacturer narrative:
There are no allegations or indications of any system or component failure. Patient had a preexisting diagnosis of multiple sclerosis and requires regular MRI testing. The system implanted is not conditional for MRI testing and thus was removed.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. Patient reported good pain relief from the system and no complaints while in use. On (B)(6) 2024 the firm was notified of a planned explant due to MRI conditionality. A full system explant was performed on (B)(6) 2024.